Manufacturer narrative:
Although requested, the electronic data from the AED has not been returned and the cause of the event is not known. Should additional information become available a follow-up MDR will be submitted.

Event description:
A customer reported that during a rescue attempt, the AED advised a shock but when the shock button was pressed, the AED canceled the shock. They further reported that a second AED was used, and the patient was shocked with that AED and survived.